Event description:
Information was received indicating that a smiths medical portex® bivona® tts¿ tracheostomy tube would not inflate. There were no reported adverse effects.

Event description:
Additional information was received on 06-sep-2018, which indicated that the patient required a trach change to address the inflation issue. This event therefore meets the definition of a reportable serious injury as the malfunction of the device required medical intervention in order to preclude serious impairment of a body structure or function.